Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), product type: lead. (B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) was "dead" due to the device being overdischarged too many times. The ins was to be replaced on (B)(6) 2015 due to patient compliance with charging. The patient was to get non-rechargeable model as a replacement. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.